Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the suture needle got detached from the thread. A second one was used with the same lot number and the same incident occurred. An alternate device was used to resolve the issue. There was no patient injury.